Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a low speed hazard alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The log file also recorded an elevation in pump power; however, a direct cause for the event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file recorded a low speed hazard alarm on (B)(6) 2021 at 1:45:08 when the patient¿s speed dropped below the low speed limit. The alarm resolved when the speed increased above the low speed limit. The log file also recorded an isolated elevation in pump power on (B)(6) 2021 at 4:35:41. The log file appeared to show the system operating as intended. The account reported that the patient experienced a low speed alarm on (B)(6) 2021. The patient reportedly required no treatment. The account was unable to provide patient identifying information, including the pump serial number. The account reported that the patient remains ongoing on ventricular assist device (vad) support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) addresses all pump parameters, including pump speed. Additionally, the heartmate ii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on interrogation the patient had a pump off and low flow event on (B)(6) 2021. The patient states that he thinks he may have fell asleep on batteries. The vad coordinator did not see any low voltage alarms prior to this alarm. The log file captured an isolated speed drop to 220 rpm on (B)(6) 2021 at 1:45. There is not enough log file evidence to determine the cause of the speed drop. Possible causes could be something passing through the pump or a driveline issue. This was not related to drained batteries. It was noted the patient is sleeping on battery power which is not recommended. The team did not have serial number or any additional information as the patient was not implanted at their clinic.